Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited loss of capture one day post implant, as well as no thresholds and no sensing. A possible perforation was seen on a fluoroscopy. The lead was found to have dislodged and was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.